Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse determined the cause of the problem to be an intermittent fault in the gpos cpu. The fse replaced the gpos cpu, reloaded the software accordingly, and verified system functionality. The gpos single-board computer cpu pcb runs the linux general-purpose operating system. The gpos provides overall system control and optional surgical navigation interface. Failure of the gpos can cause the system to show errors and not boot. Replacing the gpos resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.